Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at approximately 2am in the morning. The patient reported obtaining an elevated blood glucose reading of ¿286¿ (mg/dl). The patient manages her diabetes using an insulin pump and reported taking an additional 3.3 units of bolus insulin on (B)(6) 2014 at 5am in the morning in response to the reading obtained. The patient reportedly ¿passed out¿ approximately 10-15 minutes after the reported issue, but denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting the csr noted that the unit of measure was set correctly, but noted that the test strips being used were expired/open longer than their discard date. The csr educated the patient on valid comparisons and proper test strip storage. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.